Event description:
The customer called and reported experiencing high blood glucose over 500 mg/dl. The customer stated there were two bent infusion set cannulas and the insulin pump never gave any notification of this. The customer was advised to change the infusion set. There were two no delivery alarms in the history for the date of the report. The customer stated they would call back to run the high pressure test to determine if the insulin pump could detect if it was not delivering.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.